Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted. The ez connector tool was connected to the returned lead and was not seated properly with the fixation knob engaged. The helix mechanism was functional, however, as the helix was very stretched, the helix can no longer be retracted into the housing. Subsequent electrical and mechanical testing did not identify any device abnormalities that may have caused or contributed to the reported clinical observations, while the helix issue was confirmed as the helix was stretched.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that after attempting to reposition this right ventricular (rv) lead during the implant abnormal sensing was noted and the helix would not extend/retract after twenty turns. The lead was not implanted and will be returned. No adverse patient effects were reported.